Event description:
It was reported that noise was observed on both atrial and ventricular channels that led to inhibition of ventricular pacing in the pacemaker dependent patient. External emi is suspected as the cause. Programming changes were made. The device remains implanted.